Manufacturer narrative:
(B)(4).

Event description:
It was reported that entrapment and removal difficulties occurred. The target lesion was located in the right atrium. A blazer¿ dx-20 catheter was selected to be used. During the procedure, it was noted that electrode 2-3 was locked onto electrode 19-20 and steering mechanism of the device also failed. It took some time to free the locked electrodes. The device was removed after a struggle through the sheath. The procedure was completed with another of the same device. No patient complications reported and patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Device lot number. Rings 18 and 19 are displaced on the distal end. Both have shifted toward the distal end; ring 18 has moved approximately 2mm and ring 19 approximately 4mm from their original position. There are cuts in the insulation proximal to ring 18 and ring 19¿s original position. Ring 19 is deformed; its proximal edge has a section that is pushed in and a section that is pulled out. The imprints in the insulation made by the both ring 18 and ring 19 in their original location were microscopically examined. The imprints from both edges of the ring, on both rings, is continuous and appear to be at the same depth the entire circumference of the shaft. All other rings appear to be in their appropriate position on the distal shaft. Ring 3 has a section which is pushed in and there is a dent in the insulation between ring 2 and ring 3. In the neutral position, the distal end had a bend at approximately 14mm from the distal tip which is between rings 2 and 3 and also a bend at approximately 6.5cm from the distal end which is near ring 10. Functional testing was done. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The catheter was placed on the curve template and the device did not pass the right and left curves tests; the tip did not reach the shaded area in either direction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that entrapment and removal difficulties occurred. The target lesion was located in the right atrium. A blazer¿ dx-20 catheter was selected to be used. During the procedure, it was noted that electrode 2-3 was locked onto electrode 19-20 and steering mechanism of the device also failed. It took some time to free the locked electrodes. The device was removed after a struggle through the sheath. The procedure was completed with another of the same device. No patient complications reported and patient's condition was stable.